Event description:
It was reported that an unknown fault occurred during use on the home choice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured in 1996. Evaluation summary: the device was received for evaluation. The device history record was reviewed and no issues were found that could have caused or contributed to the event. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection, functional testing, and electrical testing were performed. Functional testing identified a defective pump. A review of the event history log identified an occurrence of the system error 2046 ("negative p tank low") alarm. The reported fault was determined to be the system error 2046 alarm. The cause of the system error 2046 alarm was determined to be the faulty pump. To correct the condition, the pump was discarded and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.